Manufacturer narrative:
The associated complaint device was not returned. Complaint was due to user error. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.

Event description:
It was reported that during surgery, after implanted the l-wedges, it was realized that the implant was expired.